Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the device jaws stuck on tissue when they would not open? If yes, how was the device removed from tissue? Were the device jaws eventually able to be opened?

Event description:
It was reported that during a right hemicolectomy, the jaw locked. It was tried to open several times but it did't work. It was decided to change the device. There were no patient consequences reported. Patient did not have prolonged hospitalization.